Event description:
Applied sensor and it failed on warmup the wire that is to go under the skin to measure glucose is missing and there is a hole in the sensor. This is the third one in a row with missing wire. Pt: 4582. Device: 2306;3270;1504. Reference reports: mw5174524, mw5174525.